Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not documented to be in patient use. The device powered on and operated, as it should however, during the evaluation of the device at the manufacturer's service center a critical error code was observed. No repair was performed. The unit is not needed for inventory, and it was scrapped.